Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter may not be functioning properly. The customer also reported receiving change sensor alerts and calibration errors. Customer reported that his blood glucose level was 400 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis. The insulin pump was not replaced or returned for analysis.